Event description:
Additional information was received that the facility was believed to have retained the device, therefore, would not be returned to allow for reliability analysis.

Event description:
Boston scientific crm received information that a low shock impedance measurement was detected on this device system. The local boston scientific crm sales representative reported that the patient was brought in to the clinic and defibrillation thresholds were performed and found to be successful. No changes were made to the current device system. To date, no adverse patient effects were reported with this clinical observation. Additional information was received that this device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.